Event description:
A transfer of a resident using a medcare stand and medcare medium belt was being preformed. During the transfer, the white strap on the stand belt broke causing the patient to side shift their load off the footplate and land on the ground, hitting their hard. The resident was taken in for x-rays and they showed up negative. The only injury reported to us was bumps on the head. The facility evaluated the stand and noticed a rough edge on the stand arm loop support. They believe this rough edge caused the wearing and eventual tearing of the strap loop. The facility has filed down the rough edge and placed the machine back in service.

Manufacturer narrative:
The belt was provided to medcare for evaluation and a replacement was given to the facility. Medcare was unable to evaluate the stand as it was currently in use. After evaluation medcare believes the belt was either damaged prior to use or cut during the transfer by an unknown object.